Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was placed in asynchronous mode and the patient underwent electrical stimulation. A health care professional (hcp) from the electrical stimulation facility noted that the device was not working correctly, and technical services (ts) was contacted for troubleshooting assistance and to provide device function understanding. Ts explained that the only way to have the crt-d pace asynchronously was to place the device in electrocautery protection mode and power off the programmer. However, electrocautery protection mode is not designed for long-term use, and the device is unable to respond to any potential ventricular tachyarrhythmia when pacing asynchronously. Device interrogation was needed to program the crt-d out of electrocautery protection mode. A clinician was paged and on their way, at the initial time of report. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.